Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional later confirmed capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture (baker grade unknown) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade unknown).

Event description:
Patient reported right side "I have breast implants from allergan and will now have to have them replaced in surgery. It is necessary to remove the implants because they are encapsulated on both sides." Sonography/ultrasound and palpation performed. Healthcare professional subsequently confirmed capsular contracture baker grade unknown. Device remains implanted.

Event description:
Device has been explanted.